Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, progressive rise in lv threshold observed. The lv lead remains in use. Auto threshold already activated, no programming change performed. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.